Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10 h3, h4, h6: part aet30101, lot e19di1200: supplier: eit. Released on june 05, 2020 with no discrepancies. No non-conformance reports (ncrs) were generated during production. Device history review was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed on the provided video. The complaint condition cannot be confirmed as the video do not capture the entirety of the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the complaint condition was confirmed for the implant inserter sh connection (p/n: aet30101 a, lot #: e19di1200) . There is no indication that a design or manufacturing issue has caused the damage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part # aet30101 lot # e19di1200; supplier: eit. ¿ batch1: lot qty of units were released on 05 jun2020 with no discrepancies. No ncrs were generated during production.,part #: aet30101. Lot #: e19di1200. Supplier: eit. No ncr's generated during production. Device history review was performed for the finished device lot number, and no non-conformances were identified. Null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the inserter would usually catch then you turn the end to tighten the implant on however this would not work. The issue was resolved with hospital set. There was no delay to surgery or patient impact. No further information provided. This report is for one (1) implant inserter sh connection. This is report 1 of 3 for complaint (B)(4).